Event description:
Alaris pcu (B)(6) and lvp channel (B)(6) from [date redacted] between the time frame for [time redacted]. Bedside nurse was caring for a patient receiving a continuous dexmedetomidine infusion running at 0.5mcg/kg/hr to be administered at a rate of 4.375 ml/hr. Registered nurse (rn) replaced dexmedetomidine bag with new bag from pyxis (100ml bag/ 4mcg:1ml concentration). Neighboring rn who had hung this bag with bedside rn noticed around that the chamber infusing the dexmedetomidine was alarming and upon examination noticed the bag had run dry. Infusion rates were checked on pump and medication was appropriately programmed to run at stated dose/rate of 0.5 mcg/kg/hr : 4.375 ml/hr. There was no evidence of leaked fluid on the floor surrounding the pump or in patient bed near administration site. Biomed was contacted and entire pump was exchanged, with original pump given to biomed; new infusion started. Bedside rn did not observe any clinical changes to patient (heart rate, blood pressure, level of sedation) from the time initial bag was hung to the time it ran dry. Education and medical staff were notified of event promptly. The detailed data log from the pump is provided. Below is a summary detailing infusions occurring on the channel during that time frame. The pump was running at a rate of 4.375 and the clinical user made program changes to the vtbi a few times. There was only one alarm, "infusor occluded patient side" which usually does not indicate an empty bag, but is usually in reference to an occlusion on the patient side of the line. This error was corrected by the user and the infusion continued. The data logs also do not indicate any line changes made during this time frame. Biomedical engineering also ran a rate accuracy test on the channel to ensure proper function in accordance with manufacturing specifications. The results of this test passed within range. Equipment manufacturer has been notified, pump pc and channel sent in for full evaluation. Pending results of manufacturer equipment assessment.